Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached, and the customer was unable to obtain readings. The customer obtained a glucose result of 400 mg/dl on the competitor brand meter. The customer did not experience any symptoms but noticed a slight acetone smell. Ambulance was called and the customer was admitted to hospital by a caregiver. The healthcare professional (hcp) obtained glucose result of 378 mg/dl on the hcp meter and 360 mg/dl laboratory blood glucose result and was treated with infusion (sterofundin). Customer then self-treated with insulin (dose, type unspecified) and was allowed to leave the hospital on the same day after a few hours of observation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. Data was extracted from the returned sensor using approved software, and extraction was successful. No malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached, and the customer was unable to obtain readings. The customer obtained a glucose result of 400 mg/dl on the competitor brand meter. The customer did not experience any symptoms but noticed a slight acetone smell. Ambulance was called and the customer was admitted to hospital by a caregiver. The healthcare professional (hcp) obtained glucose result of 378 mg/dl on the hcp meter and 360 mg/dl laboratory blood glucose result and was treated with infusion (sterofundin). Customer then self-treated with insulin (dose, type unspecified) and was allowed to leave the hospital on the same day after a few hours of observation. There was no report of death or permanent impairment associated with this event.